Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 lead implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that over the past six months the atrial lead¿s thresholds and impedances have increased and are now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.